Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported, before use, the cardiosave intra-aortic balloon pump (iabp) had dots on screen that blocked parameters. No patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact details:(B)(6). Getinge field service engineer (fse) confirmed dots on screen is blocking parameters- replaced display top to resolve issue. Getinge field service engineer (fse) performed a full calibration, and tested the unit. The equipment works to manufacture¿s specs, unit passed all functional and safety testes., returned to the customer.